Manufacturer narrative:
The customer reported that the central nurse's station (cns) screen went black. After nihon kohden technical support (nk/ts) asked if the power was interrupted, the customer confirmed. The cns did not have a ups connected so that shut down the cns. After power came back the cns started and could monitor patients. Issue resolved.

Event description:
The customer reported that the central nurse's station (cns) screen went black.